Manufacturer narrative:
One opened/used reservoir was evaluated and inspected for anomalies and none were found. Occlusion test was performed and it was concluded the reservoir was not occluded.

Event description:
Customer reported that she received a no delivery alarm during manual prime. Blood glucose value is 137 mg/dl. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did not exit. Customer changed the reservoir and performed manual prime; insulin did exit and insulin pump did not alarm no delivery. Changing the reservoir resolved the issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.